Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported there were intermittent system lock ups that required a reboot to restore functionality. There was no patient injury or death reported.